Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were on disconnected and critical override mode. A technical support specialist (tss) dialed into the server and identified that the data synchronized service was not running, however, restarting it did not resolve the issue, and stations remained in critical override. Connectivity between the server and station was verified, but access to structured query language (sql) server and pes failed due to connection and service errors. Further checks revealed ssrs service failures and certificate updates did not resolve the issue. After applying the relevant knowledge articles and validating system configurations, the case was escalated to tss and recommended uninstalling sentinel one av as per knowledge article medstation es-sql server 2016 fails to start after a server reboot-sentinelone is preventing the instance from starting. Following this action, the issue was resolved, and the customer confirmed normal operation. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were on disconnected mode and critical override mode. Ssms was unable to open, and the sql server reporting services (mssqlserver) service was not starting. Users were also unable to sign in to the server and were received an error pop-up. Despite this, all four stations appeared online in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.